Event description:
According to the reporter, during a laparoscopic hiatal hernia, nissen fundoplication procedure, the surgeon stated that the jaw with the needle in it, once passed through tissue, the tissue was "sticking" to the needle when he had completed the pass and was trying to move on to a different position for a new/separate bite. He stated this was creating a small tear in the tissue where the needle and tissue were sticking together. To correct any tears larger than desired from the needle he added an extra stitch for support. An extra stitch to over sew if deficit appeared was done to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Device two had bent blades.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product (excessive manipulation) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.